Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an eye lid procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in double eyelid surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.